Manufacturer narrative:
Citation: josep rodés-cabau et al. Transcatheter or surgical aortic valve replacement in patients with severe aortic stenosis and small aortic annulus: a randomized clinical trial. Circulation. 2024 feb 27;149(9):644-655. Doi: 10.1161/circulationaha.123.067326. Epub 2023 oct 26. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transcatheter or surgical aortic valve replacement in patients with severe aortic stenosis and small aortic annulus. The study population included 156 patients (79 received a transcatheter bioprosthesis and 77 received a surgical bioprosthesis). Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic evolut r, evolut pro, evolut pro+ or evolut fx transcatheter bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: coronary obstruction, cardiac tamponade, annuls rupture, mild residualaortic regurgitation, patient-prosthesis mismatch, mean gradients >20 mmhg, stroke, major or life-threatening bleeding, myocardial infarction, arrhythmia requiring permanent pacemaker implant, aortic valve re-intervention, infective endocarditis, and congestive he art failure requiring hospitalization. No further information was provided pertaining to medtronic products.